Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The leadless implantable pulse generator (ipg) exhibited premature battery depletion. The leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.